Event description:
A report was received that the patient would undergo a pocket revison as the physician did not believe that the incision site was healing as expected. Infection was not suspected. The physician relocated the ipg and the patient was reportedly doing fine.